Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. The system restarts twice itself shortly, after finishing booting. A philips remote service engineer (rse) connected remotely with the customer and detected an internal error status, determined that the software in the pc suite needed to be reinstalled, and performed a reset process. A philips field service engineer (fse) went onsite and reviewed the system log file but found nothing unusual. Upon arrival, the equipment worked correctly and was unable to reproduce the issue. The fse determined a possible failure in the power supply and notified the hospital staff. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device reboots itself after booting. No harm was reported to philips. Philips has started an investigation of this complaint.